Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming was done, which did not resolve the stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.